Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the patient had been without problem. The subject guide wire was returned for evaluation. The returned guide wire had its coil segment bent for approximately 60 mm. No other bend or deformation was found on the wire shaft. The wire shaft was microscopically observed. It revealed that the ptfe coating was linearly peeled off for approximately 100-360 mm from the proximal wire end. To replicate the ptfe coating damage, an unused 0.014 inch guide wire was inserted into a metal introducer and intentionally made to contact the introducer edge. As a result, similar linear ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. In the production process, namely after the ptfe coating over the shaft is done, coating adhesion test is conducted with each coating lot in order to check the adhesion strength meeting the product's specifications. The ptfe coating adhesion strength of the subject lot was confirmed that it has met all testing criteria. Based on the obtained information and the investigation outcome of the returned guide wire, it was concluded that ptfe coating was damaged by strong friction occurred when the edge of a metal introducer point contacted the shaft of the returned guide wire. There was no indication of product deficiency. Although it was concluded the incident was not product's quality related; however, it could not be certain if all pieces of ptfe fragments were retrieved from the vasculature. Introductions for use states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that some plastic-like foreign material was found on the subject guide wire during a pct to treat a 70% stenosis in the mid lad. A new guide wire of the same lost was replaced; however, the same foreign material was noted. Another guide wire was replaced to complete the procedure. The pci went successful with timi 3 blood flow.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.